Event description:
It was reported that the user experienced hyperglycemia around 300 mg/dl after a supply change and later experienced prolonged hypoglycemia, with a reported nadir of 47 mg/dl lasting about 45 minutes, after the control-to-range settings were reportedly changed by the device¿s control display system. Symptoms included sweating and nervousness during the hypoglycemic episode. Outcomes included user self-treatment with recovery to 117 mg/dl, with no hospitalization reported. Investigation included review of device data, which showed fluctuating glucose values throughout the day consistent with overcorrection following the initial hyperglycemia. Investigation of this case revealed a pattern consistent with cause unclear for both hyperglycemia and subsequent hypoglycemia, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.